Event description:
The catheter was placed on 10/18/96 as a midline after being cut to 9 inches. The pt was at home and the catheter was being flushed by the pt's wife, when it separated. The separated portion of the catheter was removed form the pt on 10/22/96 via his femoral artery. There were no complications.